Event description:
It was reported that during use the needle appears clogged and is unable to prime with a bd pen needle 32x4 la 5b. The following information was provided by the initial reporter, translated from portuguese to english: customer contacted us to report a possible quality deviation on the bd ultra-fine nano pen point 4mm needles. Informs that his father who uses the needles for insulin application and that in the latter purchased lot several needles '' so far 22 '' have been '' spoiled '' said that they are clogged and that when doing the flow test nothing comes out, but they are apparently normal, said they already discarded the needles but still have needles of the lot to be used, does not reuse.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle appears clogged and is unable to prime with a bd pen needle 32x4 la 5b. The following information was provided by the initial reporter, translated from (B)(6) to english: customer contacted us to report a possible quality deviation on the bd ultra-fine nano pen point 4mm needles. Informs that his father who uses the needles for insulin application and that in the latter purchased lot several needles '' so far 22 '' have been '' spoiled '' said that they are clogged and that when doing the flow test nothing comes out, but they are apparently normal, said they already discarded the needles but still have needles of the lot to be used, does not reuse.